Manufacturer narrative:
Explant was reported due to acute heart failure and aortic regurgitation. The investigation found that all three leaflets were torn. There was circumferential fibrous pannus ingrowth which extended onto the bases of leaflets 2 and 3. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined.

Event description:
The article, "redo aortic valve replacement due to early structural valve deterioration in a trifecta valve: a case report" was reviewed. It was reported that a 71 year old women was implanted with a trifecta gt valve due to bicuspid aortic valve stenosis on (B)(6) 2017. Four years later, in (B)(6) 2021, the patient presented with sudden shortness of breath. The patient was diagnosed with acute heart failure due to structural valve deterioration (svd) of the trifecta gt valve. The patient was referred for savr. Electrocardiography showed first-degree atrioventricular block without any st-t changes and pre-operative echo showed severe transvalvular aortic valve regurgitation, abdominal aortic regurgitant wave and moderate mitral regurgitation. On (B)(6) 2021, the valve was explanted from the patient and replaced with an inspiris resilia valve. Upon explanation there was a leaflet tear between the n-l commissure stent and the left cusp of the trifecta gt valve and pannus formation around the cuff and cusps. The patient was reported to be in stable condition.

Manufacturer narrative:
Additional information sections: b5, h6.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 21mm trifecta gt valve was implanted. In (B)(6) 2021, the patient experienced acute heart failure and on (B)(6) 2021, the patient was hospitalized. Echocardiogram was performed, which showed severe aortic regurgitation. On (B)(6) 2021, a re-do aortic valve replacement (avr) procedure was performed and the trifecta gt valve was explanted. A competitor's 23mm inspiris resilia aortic valve (manufacturer: edwards lifesciences) was successfully implanted. The patient was reported to be in stable condition.